Manufacturer narrative:
The impella device has not been returned at this time. However, upon completion of the investigation, a supplemental report will be submitted. The instructions for use for the impella 5.5 with smartassist for use during cardiogenic shock states the following: section: warnings & cautions: warnings: ¿to reduce the risk of cardiac or vascular injury (including perforation) when manipulating the heart during cardiac surgery, evaluate the position of the pump using imaging guidance prior to manipulating the heart, and monitor position. [Addition for 5.0, 5.5 only] in instances where the impella pump has been placed prior to performing cardiac surgery with aortic cross clamping and cardioplegic arrest, care should be taken when manipulating the heart when the pump position is fixed with application of the aortic cross clamp across the pump catheter.¿ ¿to reduce the risk of cardiac or vascular injury (including ventricular perforation) when advancing or torquing the impella, adjustments should be performed under imaging guidance.

Event description:
The user facility reported that during the impella 5.5 placement, prior to crossing the valve, wire access to the left ventricle (lv) was lost. Troubleshooting efforts were initiated but were unsuccessful. A decision was made to pull the 5.5 out and try again after access to the lv was achieved. The impella got stuck in a turn when it was being removed. This resulted in heavy kinking of impella catheter right behind the motor housing. The 5.5 was able to be removed. A second unsuccessful attempt to reinsert the same 5.5 with the console (aic) alarming an impella failure. A new impella 5.5 was placed. The patient was stable.

Manufacturer narrative:
The investigation for the reported delivery issues has been completed. The impella device was not returned for evaluation. However, clinical details provided were sufficient to determine the root cause. The root cause of the delivery issue was most likely use issue since the doctor lost the wire access.